Event description:
It was reported that the customer was unable to charge the pump "due to rapid disconnection and reconnection of the pump charging cable." There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.